Event description:
Per (B)(6) rn (B)(6), reporting pump malfunction. Day 1 of infusion and the pump is giving error with lithium battery. Rn tried troubleshooting however unable to bypass. Pt has already started IV line with hydration. Pt will be infused via gravity for todays infusion. Pt did not experienced adverse event as a result of pump malfunction. Pt needing pump replacement for tomorrow's day 2 infusion. No missed doses. Unknown if pump available for return. Serial number of checked out pump- (B)(6). Chronic inflammatory demyelinating polyneuropathy.